Event description:
Foul vaginal odor. Gynecologist and radiologist recommend d & c. Several bacterial vaginal infections since uae. Foul smelling vaginal discharge. Was not informed uterine arteries would be occluded. Was not informed of known adverse effects.

Event description:
Add'l info rec'd from MFR 1/13/04: fibroids continue to increase in size.